Manufacturer narrative:
A product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reszported that during the intraocular lens (iol) implant procedure the physician had to cut out the lens due to marks on the lens. There are two medical device reports associated with this complaint. This report is 2 of 2.